Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with three pdc implant at c4-5, c5-6, and c6-7. The patient was complaint of pain and it was found that the implant at c4-5 had subsided. The implants at c4-5 and c5-6 were removed on (B)(6) 2025 and revised to an acdf. The implant at c6-7 was left in place. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint history found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implants were not returned for device evaluation following the removal surgery. Imaging was provided that showed the subsided implant. No anomalies were identified during the complaint investigation. The removal surgery was completed due to implant subsidence. This report is for 1 of 2 devices involved in this event.

Event description:
A patient was implanted with three pdc implant at c4-5, c5-6, and c6-7. The patient was complaint of pain and it was found that the implant at c4-5 had subsided. The implants at c4-5 and c5-6 were removed on (B)(6) 2025 and revised to an acdf. The implant at c6-7 was left in place.